Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Subsequently, the customer went to the emergency room on (B)(6) 2026 and was admitted to the intensive care unit with a blood glucose (bg) of 635 mg/dl and ketones. Reportedly, the customer experienced an acute kidney injury. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer was released from the ICU on approximately (B)(6) 2026.